Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, crease flat. Leak test and microscopic analysis was performed which identified: sharp opening, striated opening, delamination of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A sharp opening on radius due to an unidentified (tear) opening. A delamination total of the plug strap (cohesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.